Manufacturer narrative:
H.3 level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 8352685. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text.

Event description:
It was reported that bd ultra-fine¿ pen needle was clogged. This occurred on 20 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no:320883 batch no: 8352685. It was reported that nothing comes out of needle during flow check. About 20 % per boxes. Verbatim: nothing comes out of needle during flow check. About 20% per boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle was clogged. This occurred on 20 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no:320883, batch no: 8352685. It was reported that nothing comes out of needle during flow check. About 20 % per boxes verbatim: nothing comes out of needle during flow check. About 20% per boxes.